Manufacturer narrative:
Batch records for final manufacture and qc record for cov2020045 were reviewed and no abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process. The test results of retained cov2020045 can meet the qc criterion. We have not found the complaint issue for the retained cassettes. The complaint is not verified.

Event description:
False negative result(s). Customer received flowflex through insurance at cvs. Had positive test results through 2 other brands. Very symptomatic. Had a negative test result with initial home test. Tested 2 more times and still negative. MDR# mw5112279.